Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, low impedance and noise episodes were observed on the right ventricular (rv) lead. A patient alert was also noted. The lead was capped and during the procedure, an insulation defect was observed. The rv lead was replaced. The patient was stable.